Event description:
Bard max - core disposable core biopsy instrument did not work correctly, this required surgeon to have to make many attempts to obtain prostate samples. Vendor notified and added to shared tracker for these ongoing events. Manufacturer response for disposable core biopsy instrument, bard max - core disposable core biopsy instrument (per site reporter).